Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 pocket a5 was jammed and failed to open. Tried to recover storage space but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn ((B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie placed in position a5 of drawer 4.2 was not functional. A field service engineer (fse) tested the cubie in multiple locations using hta, but it did not perform successfully in any of them. The cubie was returned to the pharmacy, and the medications were loaded into a new cubie. All cubies were tested, including latch and position sensors. The hardware was tested successfully using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 pocket a5 was jammed and failed to open. Tried to recover storage space but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.